Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead dislodged some days after being implanted. The patient remained admitted and has the do not resuscitate specification. They reprogrammed the device for ventricular pacing/sensing without revision of the ra lead that remains in service. The patient was asymptomatic. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead dislodged some days after being implanted and showed loss of capture. The patient remained admitted and has the do not resuscitate specification. They reprogrammed the device for ventricular pacing/sensing without revision of the ra lead. The patient was asymptomatic. Additional information was receive mentioning that the ra lead and the rv lead were explanted. The rv lead had a new allegation of being also dislodged. Both leads have been retained by the customer, therefore no product return is expected. No additional adverse patient effects were reported.